Manufacturer narrative:
(B)(4). Batch # n90h08. The analysis found that the mcs20 device was received with the cartridge cover broken and empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, no further testing could be performed. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against other devices, using the device as a retractor or moving heavy tissue with the device shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the surgeon found the device cannot completely close the jaw, so that the clips were not formed well. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.